Event description:
It was reported that the lens was dry and stuck to the bottom of the container.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.